Event description:
During an ICD implant procedure, the st. Jude rep lost radio frequency communication with the device. Post op, the patient's device was interrogated by the rep and found to be unable to communicate using radiofrequency. At subsequent office visits, unsuccessful attempts were made to fix the problem noninvasively. The constant searching has totally depleted the battery and the patient will need to undergo another implant procedure.